Event description:
Customer reported receiving an error 4 when a test strip was inserted in their freestyle flash blood glucose monitor. During the course of troubleshooting with adc customer service, it was discovered that the unit of measure can be changed from mg/dl to mmol/l. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been returned and an investigation is in progress. A follow up report will be filed when investigation results are available. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.